Manufacturer narrative:
The insulin pump was received with cracked case on lcd display window corners, cracked reservoir tube lip, cracked battery tube threads, and scratched lcd window. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they were stuck on rewind. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the esc and act button was unresponsive. The customer stated that they were unable to exit the rewind complete and bolus delivery loop and unable to complete fill tubing process. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.